Manufacturer narrative:
A visual examination of the device found the dilating tip wire loop broken and frayed at the apex. The feeding tube had been cut at approximately 32 cm from the outer ring. The complaint was consistent with the reported incident that the wire loop detached. Excessive tension on the interface between the pull wire and feeding tube wire loop will cause the wire loop to break. Therefore, the most probable root cause of "operational context". A review of the device history record (DHR) confirmed that the device was within specification.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy placement procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the loop on the end of the peg tube broke as it was being pulled from the stoma site. The two wires were outside the stoma site the physician used forceps to pull the device through. The procedure was completed with this endovive standard peg kit pull method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy placement procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the loop on the end of the peg tube broke as it was being pulled from the stoma site. The two wires were outside the stoma site the physician used forceps to pull the device through. The procedure was completed with this endovive standard peg kit pull method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4) for the reported event of loop wire at the end of peg tube broke. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy placement procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the loop on the end of the peg tube broke as it was being pulled from the stoma site. The two wires were outside the stoma site the physician used forceps to pull the device through. The procedure was completed with this endovive standard peg kit pull method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.